Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer stated blood glucose (bg) level was not tested. Reportedly, manual injections would be used for insulin therapy to ensure insulin delivery is not interrupted.